Event description:
Boston scientific received information that a review of manufacturing test records for endotak reliance leads revealed a suspected test data recording error. Specifically, some test results were recorded as ¿failed¿ without any other indication of failure. The error was not detected prior to the devices being placed into the distribution channel. As a precautionary measure, boston scientific is retrieving the devices within our control and has asked sales representatives to retrieve the devices from hospital inventory and return them to the manufacturing plant. This right ventricular (rv) lead was successfully retrieved from the distribution center and was returned.

Event description:
--

Event description:
--

Manufacturer narrative:
(B)(4). The lead was sent back to the manufacturing plant for further evaluation. Analysis concluded that this lead met all specifications during testing. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). The investigation into this issue is currently ongoing. Once any additional information becomes available, this report will be updated.

Manufacturer narrative:
(B)(4).